Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(4) regarding an event that was submitted by the user facility to the (B)(4) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. A141204 - pumping stopped. E2321 - low blood pressure/hypotension. There was patient involvement. A report was received from health canada's canada vigilance program which states, "ongoing issues with IV pumps. Today while transporting a critically ill pt on pressure agents to CT dept IV pump-1 and 3 channels failed without warning. Pt had a low bp in the 80's systolic prior to pump failure and on max dose of norepi. Pt had to be taken back to room quickly, received IV phenylephrine by ICU fellow while pumps were changed over. Also 2 additional IV pumps and 5 channels had to be used and switched out before staff found IV equipment that would actually work. This is an ongoing issue over several months of IV pump failures while critically ill pt's are connected to them. These include batteries that are drained and should have batteries changed out in 2019, which is actually over 1 year past due. In speaking with ICU staff they are experiencing the same issues."

Manufacturer narrative:
Correction: date of event, describe event or problem, initial reporter addr 1, initial reporter city, initial reporter zip. Additional information: concomitant med prod data (1).